Manufacturer narrative:
Summary of evaluation: metallurgical analysis results show the bolt broke due to excessive non-axial and torsional forces. This event would not be device related, but rather user related. This is the first event of this type reported for this product. Quality surviellance to monitor the system for future trends.

Event description:
After rod implantation locking bolt broke and was not able to be removed from the rod. This event is being reported as a serious injury to extension of anesthesia time.